Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. D.4.: this is the second of first reports for the same patient involving two different lot numbers of the same product. It is unknown which contributed to the event. Refer first record filed under file ID (B)(4). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Initially reported by the health care professional stated that consumer wore the contact lenses and experienced allergic reaction, blurry vision, redness, pink eye and swelling of eyelids, eye pain, severe dryness and she had to visit emergency. Optometrist diagnosed that conjunctiva acute conjunctivitis atopic (allergic), conjunctival hyperemia bilateral, conjunctival edema, bilateral and the contact lenses are made up of silicone and consumer was allergic to that and could not wear silicone-based contact lens and observe that cornea inflamed, and upper eyelids were purple and yellow. Treatment was prescribed as loteprednol etabonate three times in a day until finished after using medication consumer woke up next morning with severe swelling of left eye and visual acuity loss. Treatment was prescribed as prednisolone acetate one percentage eye drops suspension, one drop in both eyes four times a day for one week, then taper dispense fifteen milliliters. Additional visit to the hospital the doctor prescribed some tests like head CT scan, MRI of head neck and spine with blood work, slit lamp examination, refraction, pupil test, fundus examination the results were all normal diagnosis was post covid neuropathy. Visual acuity of left eye was improved and returned to normal. Pink eyes were treated with gel drop every night at bedtime for three days and it was also resolved. For the lacrimal-dry eye syndrome in both eyes were treated with artificial tears four times a day and asked to monitor. Physical exam findings are mild. Symptoms resolution is symptoms continuing. Additional information is requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. D.4.: this is the second of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to the first report filed under the manufacturer internal reference number of (B)(4). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.